Manufacturer narrative:
The check of dhrs of the involved lot number: 20ar0g1 did not highlight any pre-existing anomalies on the pieces manufactured with this lot number. This is the first complaint on this lot number. A final report will be submitted after the investigation.

Event description:
The complaint source reported an intra-operative issue, since it was not possible to disconnect beater - positioner - aligner (product code: 9057.20.555, lot: 20ar0g1) from delta-tt acetab.cup ø50 mm ((product code: 5552.15.500, lot: 2538423 - ster: (B)(6)) after impaction. As there was sufficient bone stock, the socket could be reamed to the next acetabular cup size 52 mm and seated using the alternative setting instrument wrench for cups (product code:9055.51.015). No prolonged surgery was reported. The instrument was checked prior to use. The instrument was used approximately 50 to 100 times. Event occurred in austria.